Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen). Test strip UDI# (B)(4).note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition have not improved. He is still feeling tired. He have an appointment with his doctor on friday to discuss the high glucose values.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The customer is concerned with the result of hi non-fasting. The expected fasting blood glucose test result range is 300 to 350mg/dl. The customer did report symptom of feeling tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is 3-4 months ago. The meter memory was reviewed for previous test result history. (Date/time not stored correctly): hi (B)(6) 2016 04:39 pm, fasting: no; 350mg/dl (B)(6) 2016 02:21 pm, fasting: no; 440mg/dl (B)(6) 2016 01:33 pm, fasting: no; 326mg/dl (B)(6) 2016 02:42 pm, fasting: no; 399mg/dl (B)(6) 2016 02:05 pm, fasting: no. Customer calling states that the meter is giving hi results. Customer states that he is feeling tired possible because of his diabetes. Customer normal glucose range is 300-350 mg/dl fasting and he test once a day. Customer states that he has not been testing regularly as he should. Check the meters memory and the time and date is not set correctly. Strips are being stored in the kitchen.